Event description:
Procedure type: adrenalectomy. According to the reporter: during surgery the balloon broke, and a piece fell into the pt cavity. The piece was not found, so it might remain in the cavity. Another port was opened and the procedure was completed. No pt injury was reported. There was no tissue damage, no bleeding and the or time was not available. No further pt info available.